Event description:
Olympus (omsi) was informed by the biomedical engineer at the user facility that the customer visera elite xenon light source has a lamp malfunction during a prostate surgery, ¿the spare lamp was not glowing, but main lamp was working¿. The doctor completed the surgery using the same equipment. No death, injury or harm was reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as a corroded rear foot was identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective spare lamp. Olympus will continue to monitor field performance for this device.